Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2023-14375. The investigation is ongoing.

Event description:
As reported by an edwards lifesciences affiliate in france, regarding a 29mm sapien 3 case by transfemoral approach in aortic position, during the procedure, the valve alignment was difficult in the descending aorta-aortic arch during fine adjust. When deploying the valve, it moved on the commander delivery system balloon and remained in the aorta but the balloon jumped into the left ventricle when it was fully inflated. The valve was inflated asymmetrically because the balloon moved towards the left ventricle and only the inflow part was inflated. The pusher was well removed to the second mark of the triple marker. The balloon did not burst but the valve was not fully deployed, and it was not possible to remove the valve from the balloon. There was no problem deflating the balloon. It was managed to move the delivery system with the valve to the abdominal aorta. The delivery system was retrieved with difficulty as the balloon could not be pulled back from the valve into the delivery system. A post dilatation was carried out with the edwards balloon to anchor the valve in the abdominal aorta. A second 29mm sapien 3 valve was prepared and implanted with perfect result and without consequences for the patient. The patient was fine post procedure.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaint for ''navigate and position catheter to target location - valve alignment difficulty or inability - fine adjust'' was unable to be confirmed as applicable procedural imagery was not provided. The complaint for ''general risk - failure - balloon leak'' was confirmed based on evaluation of the returned device. However, no manufacturing non-conformance was identified during the evaluation. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. An existing technical summary has been documented for root cause analysis on tension build up in the system due to valve alignment difficulty resulting in the reported valve movement on balloon and balloon leakage. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event. As per evaluation of the returned device, the sheath shaft was slightly curved. If valve alignment was performed in a tortuous vasculature (non-straight section), this could have caused the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and ''dive'' into the flex tip, as evidenced by the observed flex tip gouges. If the thv was unseated from the flex tip during alignment, it could have resulted in higher-than-normal alignment forces creating high tension in the system, which could have consequentially led to the reported valve alignment difficulties. Additionally, if residual fluid remains in the balloon after de-airing, it could have resulted in higher-than-normal alignment forces creating high tension in the system and consequentially resulted in the reported valve alignment difficulties. Furthermore, high forces on the system during valve alignment may result in crimp balloon tearing prior to thv deployment. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. In this case, review of available information suggests that patient factors (tortuosity) and/or procedural factors (valve alignment in the non-straight section) contributed to the valve alignment difficulty while procedural factors (valve's interaction with the balloon) contributed to balloon leakage. The complaint for ''general risk - failure - thv moves on balloon'' was unable to be confirmed due to unavailability of procedural imagery. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, ''the valve alignment was difficult in the descending aorta-aortic arch during fine adjust. When deploying the valve, it moved on the commander delivery systems balloon and remained in the aorta but the balloon jumped into the left ventricle when it was fully inflated. The valve was inflated asymmetrically because the balloon moved towards the left ventricle and only the inflow part was inflated. The pusher was well removed to the second mark of the triple marker.'' The reason for asymmetric balloon inflation due to ventricular balloon movement during thv deployment is unknown. However, changes in system tension and/or anatomical conditions may contribute to dynamic shifts in the inflation balloon during thv deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative actions nor a new product risk assessment (pra) is required.